Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and the digital board was replaced. The device was recertified and returned to the customer. The digital board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the digital board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant did not indicate that there was any patient involvement in the reported malfunction.